Event description:
Related manufacturing number: 2017865-2021-39252. It was reported that a patient presented with noise over-sensing on their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead resulting in inappropriate shock. No changes or intervention was reported. The patient was discharged from the hospital.

Manufacturer narrative:
Device history record were reviewed and found complete. The product passed all quality control tests prior to its distribution.